Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter was displaying an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began (B)(6) 2013 at 5:30 p. M. The patient manages his diabetes with insulin (unknown type, self-adjuster). The patient reported, two days after the alleged issue occurred, he developed symptoms of ¿chilly and lightheaded¿. On (B)(6) 2013 at 4:30 p. M., the patient stated he took his usual dose of insulin (20 units) in response to the alleged issue. At 5:30 p. M. That same day, the patient stated he went to his doctor¿s office for a visit and his blood glucose was tested and obtained a result of ¿530 mg/dl¿ with the doctor¿s/clinic meter. The patient stated he was given 20 units of insulin (unknown type) by his health care professional (hcp). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/05/2014). The patient¿s meter has been returned on 4/14/2014 and evaluated by lifescan product analysis on 4/15/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pins contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.